Event description:
Caller reported a malfunction on the pump, identified by a malf 12 code. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed on how to store and return the problematic pump. A replacement pump was sent with no requirement for signature upon delivery, and the customer will continue to use the current pump as backup until the replacement arrives.